Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s left lead moved a little bit and her coverage changed. It was stated that the appropriate coverage could be reestablished through reprogramming and the problem was resolved. It was noted that there was one electrode with an open circuit measuring greater than 10,000 ohms, but that electrode was not used in the patient¿s programmed therapy. Additional information received reported that the patient had been x-rayed prior to her appointment the previous week and the lead migration had been seen then. It was stated that the only diagnostics performed had been impedance readings and the x-ray.